Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked retainer, cracked battery tube threads, missing display window cover and cracked case at battery tube side.

Manufacturer narrative:
The pump was received with a critical pump error due to moisture damage on the electronics. We were unable to perform the download due to moisture damage. We were unable to perform the displacement, rewind, prime / seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self tests due to the critical pump error. The pump was received with moisture damage on the motor, vibrator motor and battery tube assembly. The pump also had a cracked retainer, cracked battery tube threads, a missing display window cover and a cracked case at the battery tube side.